Event description:
On 12/06/06, the lay user/patient contacted lifescan (lfs) alleging the one touch fasttake meter would not power on. For an unspecified time period, the pt noted the reported meter would not power on; the pt was unable to obtain a blood glucose reading. The patient did not test his blood glucose level using any other device. In 2006, the pt experienced the symptom of a diabetic coma. He was taken to the hosp, where his blood glucose reading was 'greater than 600 mg/dl'. The pt was admitted to the hosp for two weeks. The pt takes his own mix of humulin r insulin and humulin n insulin, 5 units upon rising, 30 units with breakfast, 15 units with lunch and 15 units with dinner. It would have been helpful to determine for how long the meter would not power on prior to this event, if the pt was taking his normal meals and medications despite not being able to test his blood glucose level, if emergency services were contacted, his blood glucose level as tested by the paramedics, his treatment his admitting diagnosis, if the pt adjusts his insulin doses based on meter readings, his expected blood glucose readings and if the pt had a backup meter. The customer care advocate (cca) determined during the troubleshooting call that the pt was using the incorrect test strips for the reported meter, which can cause the power issue. The meter, test strips and control solution were replaced. Although the pt was using the incorrect test strips, he was unable to power on the reported meter to obtain a glucose reading. The pt became comatose and rec'd emergency medical treatment and admission to the hosp. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.